Event description:
In 2002 (unknown date) the patient was implanted with gore excluder aaa endoprosthesis to treat an aneurysm measuring approximately 52 mm wide. A follow-up CT (unknown date) showed the aneurysm sac to be 55-57 mm wide. A later follow-up CT (unknown date) showed the aneurysm sac to be 62 mm wide. The physician is monitoring the aneurysm sac growth. No endoleak has been identified.

Manufacturer narrative:
Please note that four attempts were made to obtain the lot/serial number(s) for device(s) used. Lot/serial number(s) are reported to be unavailable.